Manufacturer narrative:
Block h6 device code a04 is being used to capture the reportable event of suture stuck in the alignment tube. Imdrf impact code f2301 is being used to capture the reportable event of additional device required. Block h11: the returned overstitch endoscopic suture system was analyzed; it was received without the anchor exchange. A media and visual inspection were performed, along with a functional test of the handle actuation. No damages were found in the device. Based on all gathered information, and due to only the overstitch ess device being return no other functional test could be performed to confirm the suture being stuck in the alignment tube. Therefore, the most probable root cause selected is cause not established, since the investigation findings do not lead to a clear conclusion. A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a overstitch endoscopic suture system was used during an endoscopic sleeve gastroplasty (esg) procedure performed on (B)(6) 2025. During the procedure, when the physician attempted to deploy the cinch, the suture became stuck in the alignment tube, an additional device was required to remove the suture from the alignment tube. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a04 is being used to capture the reportable event of suture stuck in the alignment tube. Imdrf impact code f2301 is being used to capture the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during an endoscopic sleeve gastroplasty (esg) procedure performed on (B)(6) 2025. During the procedure, when the physician attempted to deploy the cinch, the suture became stuck in the alignment tube, an additional device was required to remove the suture from the alignment tube. The procedure was completed with the original device. There were no patient complications reported as a result of this event. Note: this report pertains to first of two overstitch endoscopic suture system used during the same procedure.